Event description:
A malfunction was reported on the pump by the caller, who noted no significant events preceding the issue. Information regarding whether the malfunction affected the customer¿s blood glucose level was unavailable. Technical support provided instructions for resetting the pump, and after resetting, the malfunction code did not reappear. The customer was advised to continue using the pump and to contact technical support if the malfunction code recurred.